Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform occlusion, the excessive no delivery and unexpected restart test due to constant motor error alarm during during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 91 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.